Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering actuated the device and fired the clips one at a time. Engineering was able to replicate the customer's experience of improper clip loading. The unit was disassembled for further evaluation. Upon disassembly, engineering found a component of the device that was out of specification. The root cause of the customer's experience of improper clip loading was likely due to increased friction within the device. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole - "when attempting to load the clip into the jaws, it would not appear. On firing the clip applier, 2 clips would fall out. Both the clips would come deformed. The surgeon removed the instrument from the trocar and tried to fire off some clips on the table. The same problem persisted and a new clip applier had to be opened." Patient status - patient doing fine.